Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload. During follow-up the peritoneal dialysis registered nurse (pdrn) reported the cause of the fluid overload was due to catheter and liberty cycler select malfunction. However the patient stated the drain complication would occur whether performing ccpd or capd. Based on the information available, there is no documentation or indication the liberty select cycler caused or contributed to a serious adverse patient event. Additionally, there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) stated they were hospitalized due to deficient positioning of the pd catheter (not a fresenius product), which led to ineffective draining of the peritoneum and eventual fluid overload. The patient reported that drain complications would occur when using the liberty select cycler and/or when performing continuous ambulatory peritoneal dialysis (capd). During follow¿up, the peritoneal dialysis registered nurse (pdrn) reported the patient was discharged after five days. The pdrn attributed the fluid overload to ¿machine and catheter malfunction;¿ however no clarification was provided as to the alleged machine malfunction. Additionally, the pdrn stated there were no instances of overfill of the cycler. The pdrn stated the patient was transitioned to hemodialysis (hd) during the hospitalization to remove the excess fluid. The pdrn declined giving any additional information; as such, the hospital course, current mode of rrt and discharge disposition. It is unknown if any fresenius device(s) and/or product(s) were utilized during the hospitalization. The liberty select cycler was not returned for manufacture investigation and no treatment records were made available.